Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): the distributor was dispatched to investigate and evaluated the iabp unit and advised that there was no blood flow sound, he tried replacing the battery but the issue persisted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use it was observed that the doppler on the cardiosave intra-aortic balloon pump (iabp) was not functioning. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: 220.

Manufacturer narrative:
Based on the information collected from distributor, the customer doesn't want to repair the doppler function, they have another spare equipment can be used. *this is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device. H3 other text : evaluation not requested by complaintant.